Event description:
It was reported that tka op for right knee was performed on (B)(6) 2012. Revision op was performed on (B)(6) 2013 due to patella dislocation. In the revision surgery, the breakage of the insert post for right knee was noticed occurred. 14mm size insert was inserted instead of the breakage12mm insert.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding patella dislocation involving a scorpio m-dome x3 patella was reported. The event was confirmed. Device evaluation not performed as the device was not returned. A medical review concluded that the patella dislocation was likely the result of inadequate soft tissue balancing at surgery. A device history review confirmed all devices were manufactured and accepted into finished goods with no reported discrepancies. A complaint history review confirmed no similar events for the reported lot. A review of the provided x-rays by a clinical consultant indicated: ¿the apparent instability of both total knee arthroplasties, likely the result of inadequate soft tissue balancing at surgery, resulted in cyclic impingement on the ps posts by the femoral component with subluxation of the patellae. In the right knee the cyclic impingement resulted in fatigue fracture, while on the left anterior impingement damage was noted. Change to thicker inserts apparently improved the stability bilaterally. The material analysis reports do not demonstrate any factors of faulty manufacturing or materials as being responsible for these clinical situations.¿ the investigation concluded that the patella dislocation was caused by surgical factors.

Event description:
It was reported that tka op for right knee was performed. Revision op was performed due to patella dislocation. In the revision surgery, the breakage of the insert post for right knee was noticed occurred. 14mm size insert was inserted instead of the breakage 12mm insert. It was also reported that the patella dislocation occurred for left knee of the same patient. Insert replacement was performed on same day. It was clarified that the insert post was fractured while implanted, not during extraction.